Event description:
The complaint/event involved a chemolock¿ bag spike with clave¿ additive port that reportedly spilled/leaked chemotherapy during a patient's infusion. The chemo spill was identified and cleaned per the hospital's procedure.the customer stated that it is not their standard practice to add a 3m curos alcohol cap to the clave side port. The nursing staff's use of the 3m curos cap would reportedly be specific to the length of the infusion and how soon the clave would be accessed for flushing. There was no harm to patient or nurse. Update: gcm received a medsun mandatory medwatch report (uf/importer report# mw5166362) on 03-mar-2025 that stated: "ICU medical chemolock bag spike with clave additive port ((B)(4)). Product defect resulting in chemotherapy leak during medication administration by patient bedside. Reference report mw5166362." Additional event information obtained from ufmw: the initial reporter is (B)(6), a pharmacist from (B)(6) medicine. The date of event is 12-feb-2025 and the date of this report is 12-feb-2025. The suspected medical device was a chemolock¿ bag spike with clave¿ additive port with list number cl3940, with lot number 14196310 with common device name closed antineoplastic and hazardous drug. The operator of the device is a health professional. The device is available for investigation. The report was not sent to FDA and manufacturer. Single use device was not reprocessed. The type of event is malfunction. There is no combination product. The health effect clinical code(s) is 2570: chemical exposure. This emdr reflects the second of two occurrences.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Investigation summary: three (3) photos were provided showing the packaging information and a leakage of chemo from the clave on the additive port. The reported complaint of leakage can be confirmed on the cl3940. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for the potential lots were reviewed and no nonconformities were found that would have led to the reported complaint.